Manufacturer narrative:
(B)(4). Concomitant medical product: item 42512000412, lot 64000720, item 42532006701, lot 64113408. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report: 3007963827-2020-00159.

Event description:
It was reported the patient underwent a left tka subsequently 15 months after the procedure, the patient was revised due to instability. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. This complaint cannot be confirmed. No devices or photographs were received; therefore the condition of the components is unknown. Review of the device history record identified no related deviations or anomalies during manufacturing. Primary operative notes does not suggest any intra operative complications. Root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.